Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the fluid was leaking. There was no patient harm.

Manufacturer narrative:
A device history record (DHR) review was performed, and it revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The device was manufactured on may 21, 2019. The quality assurance review of the visual, physical, and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. There was no sample submitted with this complaint. As a result, the reported condition could not be confirmed. Based on the current manufacturing process, no manufacturing or design related issues were identified. As such, the root cause could not be determined based on available information. If the sample is returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.